Event description:
User reported 2 false positive results. Negative on alternative home test and pcr. This report 2 of 2.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). User report to FDA: mw5106393. Date of event is approximate, actual date not specified in report received. Relates to 3014862188-2022-00330, (B)(4).